Event description:
Reportedly, this patient was followed up by oncology service for acute lymphocytic leukemia where the port was being accesed routinely and was last accessed successfully in july, 2002. Blood product and chemotherapy have been given through the port. In 08/2002, the catheter was reported to have a blockage and to be dislodged from the port. A pediatric oncologist was informed and advised review of patient in two weeks for thrombolysis of the catheter and possible x-ray study. A contrast study was done and confirmed that the catheter was dislodged at the port end with embolization of catheter into the heart. The patient was clinically stable and was taken to the operating room the same day for a cardiac catheterization. The catheter was removed from the right ventricle and the port was removed from the anterior chest wall. The catheter was found to be broken near the port side with a little piece still attached to the port. Patient did well without any postoperative complication.